Event description:
It was reported that the asymptomatic patient presented for a follow-up in clinic. It was noted that the implantable cardiac monitor could not be interrogated on the programmer. No intervention was performed. There were no patient consequences.